Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone. The technical assistance center (tac) provided remote troubleshooting. The customer was advised that the e333 was experiencing a touchscreen error and to clean the screen per the IFU using 70% ethyl or isopropyl alcohol, and to reboot the unit. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The complaint was not confirmed. Based on the investigation results, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had an error code e333. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.